Event description:
Luer lock syringe tip broke off into extension tubing after ampicillin administration. This is the 2nd of 3 similar events- different patients/staff involved. FDA safety report ID # (B)(4).